Manufacturer narrative:
D4. The lift model was incorrect on the the original medwatch report submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the resident was in the sling. The facility staff member pushed the button on the lift to raise the resident in the sling and started to pull the lift/sling away from the bed. The sling came unhooked on the right shoulder and the resident slid out of the sling and landed on the floor although his legs were still on the bed. The resident was transported to the local ER for evaluation and did not sustain any injuries. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.